Event description:
The customer reported erratic potassium (k) results, for several patients, involving the au680 clinical chemistry analyzer. The customer indicated the original result was elevated and upon reanalysis, a normal result was obtained. The customer replaced the potassium electrode but it did not resolve the issue. The customer was unable to obtain two consecutive successful calibrations. The erroneous results were not released out of the laboratory; the correct results were issued. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) reviewed ion selective electrolyte (ise) calibration and quality control (qc) logs on site and confirmed intermittent failures. After inspecting the ise system, the fse replaced the faulty reference valve and calibrated the ise with passing results. The fse performed precision test in ise diagnostics twice (total of 40 samples), results were acceptable with low coefficient of variation (cv). Service was verified per the established procedures. Results conformed to the published performance specifications.